Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a CT scan, probably last year, with the device on, and the patient thought they experienced a jolting sensation. It was noted to have not been during the CT scan, but maybe later than evening or the next day, and that it was sudden. No further complications were reported/anticipated.